Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Caller noted ins is depleted and MRI eligibility is not accessible. Reviewed MRI elig to be provided by hcp. Ins has not been charged in "years."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the caller states the patient indicated to the MRI scheduler that her ins is 'deactivated.' The healthcare provider (hcp) later called back. Caller spoke with patient and patient reported that they are not able to charge ins, it hasn't worked for 3 years and they need it explanted. Technical services (tss) recommended patient see hcp about bringing ins out of potential overdischarge so that MRI mode can be accessed. Tss reviewed if patient doesn't want to pursue that, it would be up to hcp to speak to patient's eligibility for cervical scan and up to facility if they want to scan patient without visual confirmation as to status of ins. Additional information received. Patient reported they needed MRI for ms. Patient reported they reached out to hcp for removal but has not heard back.